Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. An event history log review, service history review, battery test, and a visual inspection were performed. The damaged battery was identified during battery testing. The cause of the condition was damaged battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.